Event description:
A customer who recently implemented the alaris system reported a severe ¿IV burn¿ (infiltration). The pt was receiving tpn/lipids via a peripheral IV in the hand. The customer asked whether the pressure limit setting could have contributed to the event. The alaris system pressure setting faq was provided to help them address their concerns. The pt remains hospitalized for prematurity. The burn was initially treated with silvadene ointment and is currently being treated with bacitracin until it fully heals. No further pt or relevant event info was provided.

Manufacturer narrative:
(B)(4). The root cause of the reported infiltration was not identified. The alaris pump module is not designed nor intended to detect infiltrations and will not alarm under infiltration conditions.